Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours. The patient felt pain at the site and removed the pod. The site (back) appeared swollen and irritated. The patient visited the emergency room (ER) and was prescribed antibiotics flucloxacillin 500 mg pills (take 1 pill 4 times a day) for treatment.